Manufacturer narrative:
(B)(4). Actual date of the event was unknown. However, it was known that the event did occur sometime last week. A review of all batch record documents for potentially associated lot number h12d16046 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not available for evaluation. The patient used an alcohol based solvent to clean the transfer set which is a use error against current labeling. The instructions for use of the transfer set instruct the customer not apply hydrogen peroxide, alcohol, or antiseptic agents containing alcohol to the connectors. The cause of the leak could not be identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set had a broken internal clamp and had cracks on the body, causing a leak of peritoneal dialysis solution. Betadine was used by the clinic when the transfer set was initially put into the home patient (hp). However, the hp was using 70% alcohol based solution for cleaning the transfer set. As a result, the minicap transfer set had to be replaced. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.